Manufacturer narrative:
Nbir (national breast implant registry). A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: capsular contracture baker grade iii.

Event description:
Healthcare provider reported via nbir a left side capsular contracture baker grade iii. The device has been replaced.